Event description:
It was reported following a percutaneous coronary angiogram, an angio-seal was used. The patient experienced an acute thrombosis of the right common femoral artery. The patient underwent surgical intervention and an acute dissection of the artery 2 centimeters above the angio-seal was found. The patient had palpable pulses and the foot was pink in color and warm to touch following surgery.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the vessel dissection could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.